Event description:
4/30/98 1159 pm pt noted dressing of hickman was saturated. Line sutured. Resistance noted and fluid leaking out tunnel. When line was discontinued; upon exam a pin hole was noted in the red lumen (in the part of the body of catheter that would be expected to by laying in the tunnel).